Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-02877. It was reported via facility medwatch 0000390 145-2015-0001 that tip detachment occurred. After an unknown promus stent was implanted at the right coronary artery, side branch stenosis occurred at the right ventricular branch (rv) and the patient started to develop chest pain and st elevation. The physician then advanced a 185cm kinetix¿ guide wire through the stent. At that time, the patient was feeling better, the st segment depressed, so the physician retracted the kinetix wire back into the guide catheter. Angiography was performed and noticed that there was a fractured tip in the left rv branch and some of it in the right main coronary artery. Ivus was performed in the right coronary artery and revealed a fractured tip sticking a little bit in the side branch into the main right coronary artery. The physician ended up using a snare to retrieve the fractured tip however, failed. A 3.0 apex balloon catheter was then selected to pin the fractured tip against the wall of the vessel and be able to drag back into the guide catheter, but was unsuccessful. A second promus stent was implanted to pin the fractured tip in place and the procedure was completed. No further patient complications were reported and the patient's status was fine.